Event description:
It was reported that a reporter thought the electrograms transmitted from a pacemaker did not look correct. At first the caller thought it might be part of the patient's rhythm. The pacemaker remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.